Manufacturer narrative:
(B)(4). Concomitant medical products: 183620 - bearing - 548140. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. X-rays were provided and reviewed by a health care professional. Review found equivocal periprosthetic region surrounding the tibial hardware described above. Potential subtle periprosthetic lucency inferior to the medial tibial plate with possible subtle inferior displacement of the medial tibial plate with respect to the medial tibial plateau. This latter finding is not confirmed on a single time point. Bone mineralization appears normal. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately 12 years post implantation, the patient underwent a revision due to tibial subsidence. Attempts have been made and no further information has been provided.